Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed an unresponsive screen stuck on the fill tubing screen during a supply change, and the user was unable to insert the cartridge fully or exit the screen; a replacement ilet was shipped while the original unit¿s return is pending. Symptoms included prolonged hyperglycemia with a reported highest glucose of 390 mg/dl over several days and muscle spasms on the right side. Outcomes included use of back-up therapy with multiple daily injections and no medical intervention. Investigation included remote troubleshooting review, collection of user-provided video evidence, and replacement logistics with instructions to shut down and return the device; no device evaluation has been completed because the unit has not been returned. Investigation of this case revealed a reported device display or user interface malfunction affecting the screen response during the fill tubing process and an inability to complete a cartridge change, consistent with a suspected user interface or display component issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending return of the device for analysis. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.